Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported that the pacing rate of the external pulse generator changed abruptly. The sudden rate change continued to persist although the battery was replaced. The device was replaced immediately. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pacing rate of the external pulse generator changed abruptly. The sudden rate change continued to persist, although the battery was replaced. The device was replaced immediately. No patient complications have been reported as a result of this event.